Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported by the customer directly to the competent authority (B)(4) that in the reported event, the customer stated, "blocking event during insertion." Per the relevant details during insertion of catheter, three problems with three different consequences occurred: therapy was delayed. Another iab was used. Pt injury. There was no reported pt death. The pt was injured; however, it is unk if the pt required medical/surgical intervention. Intra-aortic balloon pump (iabp) therapy was delayed / interrupted, length of time is listed as unk. It is reported that the md did use a sheath and the device was removed and replaced. It is unk if the intra-aortic balloon (iab) replacement was a successful replacement. There were reported pt complications. The pt complications are unk. The outcome of the pt is unk.